Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
Complainant reported that after inserting the 18 wires, the pump insertion procedure was tried, but the guidewire came out to the vicinity of the a valve, so it was performed again from the pig insertion procedure. In the meantime, the pump was removed and turned with distilled water. It was later noted that the discharge blockage alarm did not go away even after the pump position was adjusted (apparently the position was adjusted quite shallow), and although auxiliary flow was being obtained, blood pressure was not rising (based on the flow of the conversation, it does not appear that an ultrasound evaluation was performed). It was determined that ar was occurring, and impella was removed.